Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reports the 1st, 2nd, 4th, and 5th connector pins appear to be burnt on the inform meter. No adverse event reported. Requested return of suspect device and replacement was sent.